Event description:
Nurse injector reported a pt who had developed a granuloma. The pt was injected with radiesse in the naso labial folds and marionette lines in 2006. It was reported that the product migrated and created a granuloma. The granuloma was surgically removed by an oral surgeon. The pt was reported to be recovering well.

Manufacturer narrative:
The nurse injector reported that the pt had the granuloma excised. A copy of the surgical report was not yet available for bioform medical. The device history report indicates that this lot 1002753 met product specifications at the time of release.